Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the ins was implanted at where patient sits, which makes it difficult to lay on while charging. Patient wished the ins had been implanted in the front. Patient also wished the ins recharger backlight stayed on longer, noting that it turned off too fast for them to see the charging info. Patient had difficulty charging the ins for two weeks and it was currently reading that it was between 0 and 25% charged. Patient had tried using adhesive discs for the past three nights prior to report, but they were still not been able to effectively charge the ins. Patient stated that they tried maintaining full coupling throughout the night, but the ins was still would not charge. No further complications were reported as a result of this event.